Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time mg/dl. Customer declined troubleshooting, and requested replacement insulin pump. No additional information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarms.